Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a blurry image. The issue occurred during preparation for use. There were no reports of patient involvement.